Event description:
On (B)(6) 2013, the patient contacted animas alleging elevated blood glucose (bg) due to occlusion alarms. The patient reported bg up to 400mg/dl; at the time of the initial call to animas the patient's bg was reportedly 387mg/dl and the patient was not thinking clearly during troubleshooting. The patient had reportedly given corrective insulin for the elevated bg. The patient reportedly changed her site the previous day as it was due to be changed, and received a random occlusion alarm after the site changed. The patient performed a rewind, load, and prime and reconnected to the same site, and received another occlusion alarm at 4am. The patient then reportedly changed out all her supplies. The patient reportedly does not cycle cartridges and does not always change sites for occlusion alarms. The customer technical support (cts) representative attempted to review insertion technique with the patient, but the patient could not follow the conversation. The patient noted she had lost close to 10 pounds and has been running. The patient reportedly was using only her abdomen for insertion sites. Cts advised the patient to contact her healthcare provider to discuss sites and possibly use of other infusion sets, and advised the patient on proper cartridge cycling and clearing of occlusion alarms.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.